Event description:
The facility representative reported a colleague infusion pump that had a damaged battery that failed powering up. The event was reported to have occurred during programming/set-up in the general patient ward. According to the hospital representative, no patient injury, adverse event or medical intervention had been reported related to the device. This is involving a pump with software version 5.09.90 which is categorized as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The reported condition of damaged batteries was confirmed and duplicated. The assignable cause was determined to be depleted batteries.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).